Event description:
Additional information: it was unknown the cause of the blackout. Per the health care provider (hcp) it was not known if it was withdrawal. The hcp office has on record of the event. It was indicated that the pump was shut off (B)(6) 2012 as the patient was not happy with the pump; complained it provided him with no relief and wanted to take a drug holiday. It was indicated that the patient was given oral hydrocodone. It was unknown the patient outcome. The hcp was to see the patient on (B)(6) 2012 for pump removal but the patient did not show up to the office. The hcp has not seen or heard from patient since (B)(6) 2012. It was later reported the pump delivered dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal with the following symptoms; blacked out, funny smell or taste in their mouth-"similar to industrial soap." This occurred following a programming session. The pump was turned off on (B)(6) 2012 as they were preparing to remove the pump from the patient. Per reporter on (B)(6) 2012, the patient went to sleep and blacked out. The patient woke up 3 days later in the hospital with broken ribs, toes, cracked skull. The patient didn't know where he was or what had happened to him. It was noted that the patient was told that he almost killed himself and tried to hurt other people. The patient's status was noted as fair and the patient was concerned about how to handle the anxiety and remaining withdrawal symptoms. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model# 8731 serial# (B)(4) implanted: (B)(6) 2006 explanted: unknown.

Event description:
Additional information received reported that after the pump was turned off, the patient had been up for four days because he was going through bad anxiety. After the blackout episode on (B)(6) 2012, the patient was in shock and "did not remember anything." The patient still had mild withdrawals and anxiety. It was noted that the patient "hurt himself pretty bad in the process." The patient had no problem with the device. He was going to go back on the oral medication. He could "not remember his own name" and had a concussion with a split skull. The patient was prescribed with percocet to help with the pain and anxiety.